Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient account was merged, after which orders were not crossing over to the machine from cerner. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into the server and reviewed the patient details in visits and orders. And was identified that the patient had two visit identifiers, leading to the error stating that the reconciled source visit was read only except for the visit identifier. The customer was instructed to discharge the current patient, create a new visit identifier, and transfer all orders to the new visit identifier. The issue was resolved from the customer side. The system functioned as intended after the technical support specialist troubleshot the device.